Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor.(B)(4).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous abdominal aorta. A non bsc stent graft was deployed in the lesion. Then a 27/7/2/65 equalizer¿ occlusion balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated three times for approximately 20 seconds per inflation however the balloon ruptured on the third inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.